Event description:
Reportedly, following a 24 hour holter recording which revealed cardiac arrest events as long as 8 seconds at the longest, the pt was admitted to the hospital for a revision of the pacemaker involved in this MDR report. During the revision procedure: no anomaly was noted while the pt was lying down in the face up position and nothing irregular was noted on the monitor as well. No anomaly was noted from a myoelectric potential test. However, when the pt changed the body position from laying down face up to the position of laying down and facing right with the left arm moving forward, the pacing failure was observed with lead impedance >3000ohms. Also, the pacing failure was observed when the connector portion of the device was being pressed down while the pt was laying down in the face up position. These above anomalies were also observed when the device mode was changed to voo mode. No anomaly was noted from an x-ray photo of the lead. The physician decided to change the pacemaker and during revision the device was taken out from the pocket and was inspected visually; however, no anomaly such as a lead fracture was noted. The lead data was measured by a psa, which revealed no anomaly but proper measurements for the lead. Since no pacing failure was observed when a pull test and such stress tests were carried out, the physician had decided to keep using the same lead. Therefore, only a device was implanted at the procedure. After the new device was implanted, no pacing failure was observed for a while; however, a week after the implantation procedure on (B) (6) the pacing failure was observed.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis pending.